Manufacturer narrative:
Section b5 - updated the describe event or problem. Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The system functioned as intended.

Event description:
The customer stated that there was a 5 minutes delay and the required medications were obtained from different station during a procedure. The customer did not specify the nature of the procedure and the required medications.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-dec-2021 to 31- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device prompted an error message and logged out and went back to home screen. During inspection, a technical support specialist found there were no issues with the device. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly logged off when displaying an error message, preventing users from accessing medication. The customer stated that there was a 5 minute delay and the required medications were obtained from different station during a procedure. The customer did not specify the nature of the procedure and the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly logged off when displaying an error message, preventing users from accessing medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.